Event description:
It was reported that the procedure was to treat a calcified lesion (vessel unknown). The nurse that was preparing the device indicated that resistance was noted when removing the plastic cover of the bioresorbable vascular scaffold (bvs) during the preparation, outside the patient. The lesion was predilated with 2 balloon catheters. The bvs was advanced without resistance and was positioned. Pressure was applied first to 2 atmospheres (atm) and then to 4 atm and then higher but the balloon did not inflate. The bvs was removed from the patient's anatomy without friction or resistance. The procedure was finished by implanting a non-abbott stent. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. Date of event - estimated.

Manufacturer narrative:
(B)(4).